Event description:
Patient was admitted to an outside hospital in 2003 after experiencing three seizures in a row. Patient did not lose consciousness or bladder control at any time. Was discharged two days later on 300 mg/qd of dilantin.